Manufacturer narrative:
Discrepant troponin t hs results were provided for additional patient samples (patients 6 - 8) tested on module b. Module b: lot number: 847376 expiration date: 31-oct-2026. On (B)(6) 2025, patient 6 initial result was 16.5 ng/l. The sample was repeated twice, with results of 10.7 ng/l and 7.3 ng/l. The initial result was not reported outside of the laboratory, as the customer repeats patient samples. For module b: the gear pump head, measuring cells, and a sipper probe were replaced. On (B)(6) 2025, patient 7 initial result was 14 ng/l the repeat result was 9 ng/l. This result was believed to be correct. Patient 8 initial result was 56 ng/l. The repeat result was 29 ng/l. This result was believed to be correct. For module b: calibration and qc were acceptable. No relevant instrument alarms were observed. Images of the samples were reviewed. Floating white particles and fibrin clots were observed. The separating gel of the sample tubes showed fibrin strands. A general reagent and analyzer issue was excluded as qc was acceptable. Based on the information available, the events related to module b were consistent with sample quality issues.

Event description:
The initial reporter received questionable elecsys troponin t hs assay results from five patient samples tested on two cobas 8000 e 801 module (modules a and b). On (B)(6) 2025: patient sample 1; the initial result from module a was 20 ng/l. The first repeat result from module a was 4 ng/l. The second repeat result from module a was <3 ng/l. The initial result did not match the previous results of the patient. The first and second repeat results were deemed correct, as another troponin t assay result was also <3 ng/l. On (B)(6) 2025: patient sample 2; the initial result from module a was 17 ng/l. The first repeat result from module a was 12 ng/l. The second repeat result from module a was 12 ng/l. This result was reported to the physician. The third repeat result from module b was 15 ng/l. The fourth repeat result from module a was 12.6 ng/l. Patient sample 3; the initial result from module a was 15 ng/l. The first repeat result from module a was 10 ng/l. This result was reported to the physician. The second repeat result from module b was 15 ng/l. The third repeat result from module a was 13 ng/l. Patient sample 4; the initial result from module a was 15 ng/l. The first repeat result from module a was 9 ng/l. This result was reported to the physician. The second repeat result from module b was 9 ng/l. The third repeat result from module a was 7 ng/l. On (B)(6) 2025: patient sample 5; the initial result from module b was 17.7 ng/l. The first repeat result from module b was 7.98 ng/l. The second repeat result from module b was 7.41 ng/l.

Manufacturer narrative:
The cobas 8000 e 801 module serial numbers are: module a - (B)(6). Module b - (B)(6). The elecsys troponin t hs assay lot numbers are: module a - lot number: 811848 expiration date: 30-nov-2025. Module b - lot number: 847376 expiration date: not provided. Module a: the field service engineer inspected the module and replaced the measuring cells. The service actions resolved the issue. The investigation determined that the issue found by the fse was the root cause of the event. Module b: the investigation is ongoing.